Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: there was evidence of voltage drops, battery alarms and short battery life observed in the pump's black box. The battery cap was unable to fully tighten and the threads were damaged. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A leak test showed that there was a leak at battery compartment crack. There was no evidence of additional moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.